Manufacturer narrative:
The investigation for the product damage-cannula kink has been completed. Clinical details stated that the pump was exhibiting suction and a kink was noted prior to accessing with companion sheath. Repositioning was attempted but unsuccessful and pump was removed. The pump was returned for evaluation and a cannula kink was found near the outflow cage. No other damages or abnormalities found. The root cause of the product damage (cannula kink) was not determined due to insufficient clinical detail. B.7 information was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26564. E.1 added fax number and us phone number as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26564. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26564 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The pump had suction issues due to a kink and the pump was removed/replaced. No patient harm was reported.